Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon insertion of the 8fr angio-seal device, closure procedure was followed as per standard protocol. When pulling back on the device to cut the black marker on the suture line the entire device with foot and collagen plug exited. They did not use another unit. Additional information was received on 16jul2021. The procedure performed for the patient prior to use of closure device was transcatheter aortic valve implantation procedure (tavi). A pre-deployment angiogram was performed. The issue was during withdrawal, the entire device came out with the collagen plug and foot still attached to the suture line. The patient was in stable condition. Additional information was received on 22july 2021. Hemostasis was achieved by manual compression. A 6fr procedural sheath was used and then they upsized to a 14fr sheath. A 6fr proglide was used during the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube assembly. The device was subjected to visual analysis. The hemostasis sheath was mated to the carrier tube assembly. The locking mechanism was set to forward lock position. The anchor, collagen and tamper tube were released from the hemostasis sheath. The collagen was partially folded. Functional testing was performed. The device cap was pulled back and the locking mechanism was set to rear lock position. A clicking sound was heard. The tamper tube was pushed against the collagen. The collagen was observed to fold fully. The complaint can be confirmed for a partial deployment pullout. The exact root cause cannot be determined. The likely root causes are the user attempting to seal a larger puncture site than the angio-seal is indicated for or failing to place the device in full rear lock position. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.